Manufacturer narrative:
Implant/explant date is estimated to have occurred in 2002. Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. During the lead revision procedure, lead insulation damage was seen. The lead was capped and replaced to resolve the event. The patient was stable.